Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) does not respond to magnet application or to a programmer after having been lost to follow-up and is now under hospice care with a dnr (no not resuscitate) order. The ICD remains in use and a magnet will be applied to assure lack of therapies from the ICD. No patient complications have been reported as a result of this event.